Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot # [9e06a1] was not found for the reported catalog # [(B)(4)]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked from the bd vacutainer® safety-lok¿ blood collection set when changing tubes from the holder during use, and got onto the patient's arm and linen. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "it coming quite a lot of blood out from the holder when changing tubes and after last tube" "mostly on the patients arm,and the linen."

Manufacturer narrative:
D.10 device available for eval yes, returned to manufacturer on: 2020-02-26. H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve side piercing/recovery with the incident lot was observed. The samples were tested and the indicated failure mode for sleeve side piercing/recovery with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to sleeve side piercing/recovery as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that blood leaked from the bd vacutainer® safety-lok¿ blood collection set when changing tubes from the holder during use, and got onto the patient's arm and linen. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "it coming quite a lot of blood out from the holder when changing tubes and after last tube." "Mostly on the patients arm, and the linen."